Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken and the ipg pocket site was repositioned on (B)(6) 2022. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.